Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter otw ptca balloon catheter survey results from an interventional cardiologist in practice 2 years. In the past 12 months the physician has used sprinter otw 200 times; sprinter otw (1.50 x 6 mm), sprinter otw (other intermediate size) and sprinter otw (4.00 x 30 mm) were used the following device complaints were encountered in procedure when using the sprinter otw product over the last 12 months: 1 device or packaging identification issue and 1 balloon leak(s) had no impact on procedure. 1 stylette difficulties and 1 detachment of components (in vitro) had impact on procedure, but no clinical/patient impact.